Event description:
Reporter alleged obtaining a discrepant blood glucose result of 591 mg/dl back to back with a result of 105 or 179 mg/dl on the aviva system when testing was performed less than 10 mins apart. Reporter alleged that within 10 mins of the last reading, she obtained another discrepant result of hi (greater than 600 mg/dl) on the same system. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.